Event description:
The end user attempted to lift himself out of the seat and the piece holding the armrest gave way causing the end user to strike his left shoulder against a piece of furniture causing him personal injury to his shoulder, neck and the side of his body as he fell to the floor.

Manufacturer narrative:
Sunrise medical (us) llc received a letter from an attorney on 02/27/2012 stating that this event occurred. We have included all the information that is currently available on this incident. The extent of the end user's injuries are unclear at this time and it is unknown if the wheelchair will be returned for investigation purposes. This incident is currently being addressed through our legal department. If and when more information becomes available, a follow-up report will be filed.